Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. Unable to perform idle current test, run current test, self test, off no power test, restart error test, basic occlusion test, occlusion test, prime, system sensor test, no delivery test, displacement test and verify weak battery alarm, battery icons anomaly due to blank display. Pump received with stripped battery cap coin slot, minor scratched display window, cracked battery tube threads,(however the test battery cap fit with battery tube threads) and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump battery cap cannot be removed. The customer's blood glucose reading was unknown at the time of incident. Customer was advised on how to remove the cap but was not able to do so. The customer was also advised that the device would be replaced and to return the product for analysis.